Manufacturer narrative:
1. DHR bhr review lot 4081464 1 the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter hub. Please see the attached test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusions no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample has been received for further testing, the abnormal condition at the catheter hub cannot be confirmed and the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at catheter junction the child was treated for purulent tonsillitis by infusion in the infusion room during the night of 2024.9.5. The product was used and routinely operated by the nurse, who found a leak at the catheter seat of the indwelling needle during venting and replaced it immediately. There was no adverse effect on the child.